Event description:
The customer called and reported the basal settings in the insulin pump were erased and he was hospitalized, due to over delivery. Customer's blood glucose was 22 mg/dl. The patient took a shot of glucagon and his wife called emergency medical technicians, who provided him with another shot. Patient declined to troubleshoot for issues with the insulin pump. It was advised a replacement insulin pump would be sent to customer, who will not be returning the product.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
The pump passed the delivery accuracy test.